Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was 86 mg/dl. The customer reported that the transmitter does not blink when connected to the sensor. The customer was advised to replace the sensor. The customer found sensor cannula was not there. The customer was advised it may have come out with needle. The customer was advised to return sensor and we send replacement.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula retracted to the top of the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.